Event description:
Philips mrx EKG monitor failed to come on during treatment of a trauma alert pt. Had to send personnel to ambulance and retrieve another EKG monitor. Notified the philips healthcare corporation customer service center. They are sending a loaner to us. We will then send the defect product to them for analysis.